Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported by the patient, he had left tka on (B)(6) 2017. He stated that a month after surgery he has been experiencing excruciating pain, clicking, his knee locks up and swells.